Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted into the patient. It is also reported that the patient had ams in fast and coloplast tutoplast facia lata implanted as well. No clarifying information provided. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that the patient had ams in fast and coloplast tutoplast facia lata implanted as well. It is further reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. Reason for surgery: uterine prolapse, prolapsed bladder (cystocele), prolapsed rectum (rectocele). It was reported that following insertion the patient experienced hernias, recurrence, infections, voiding problems, pain, dyspareunia and have no control of bladder. It was reported that the patient was admitted to the hospital on (B)(6) 2004 for a pelvic infection. It was reported that the patient had the following procedures: (B)(6) 2004: vaginal vault debridement-anterior wall; (B)(6) 2004: hernia repair and lysis of adhesions . It was reported that the patient had multiple treatments with silver nitrate on (B)(6) 2005 due to inflammation. (B)(4).

Manufacturer narrative:
(B)(4).